Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Patient¿s medical records were received from patient¿s dialysis clinic. Review of the medical records indicated that the peritoneal dialysis patient had a past history of acute peritonitis. Follow up with the peritoneal dialysis (pd) nurse reported that the patient presented to the clinic on (B)(6) 2016 with continued symptoms of peritonitis and the nurse was not sure what date the symptoms began. The patient continued treatment with vancomycin and the dosage and frequency was not available. The pd nurse stated that the patient was non-compliant with peritoneal dialysis treatment. The pd nurse also stated that the cause of the peritonitis was likely related to a breach in aseptic technique. The patient was not hospitalized for the peritonitis and has recovered. The patient continues with peritoneal dialysis treatment. The culture results were not available at the time of this report.